Event description:
During a laparoscopic cholecystectomy procedure, the clips started scissoring and malforming after the third clip. The advancer bypass broke off to the side. There was no stress on the jaws or clipping over a cholangiography. The surgeon did clip over on clip. The case was completed with a competitors device with no patient consequence.